Event description:
Per the clinic, the patient experienced pain, swelling and redness at the implant site. Subsequently, the patient was treated with oral antibiotics (date and duration not reported) and oral steroids (date and duration not reported).

Manufacturer narrative:
This report is submitted on february 22, 2024.